Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer had not addressed their bg at the time of troubleshooting. Customer successfully filled the existing cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.